Event description:
A medtronic representative reported that, while in a cranial tumor resection, the navigation system was reported to be inaccurate, direction unknown. The surgeon registered the patient in a non-sterile field and verified accuracy on anatomical landmarks. After putting on the sterile frame, the inaccuracy was noted, no specific measurement provided. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 02/06/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/06/2015 following-up at the site, a medtronic representative reported the issue was replicated. The reference frame was not correctly seated on the vertek arm. System is fully functional. On 02/26/2015 a medtronic representative, following-up at the site, reported the inaccuracy was noted after an incision had been made. The site coordinator stated that the inaccuracy was approximately 4 to 5 centimeters superior and 2 to 3 centimeters off to the left. No parts have been returned to manufacturer for analysis.